Manufacturer narrative:
(B)(4). Additional information: the analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed fifteen conforming clips; however, the clips were fed intermittently. In addition, the lockout mechanism was non-functional. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe was found to be damaged causing the feeding issue and the failure of the lockout feature. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. The following information was requested, but unavailable: was there any change to post-op care due to extended anesthesia time?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the first firing of the device, the surgeon attempted to clip the cystic duct and no clip deployed upon closing the jaws. As a result, the cystic duct opened up and bile leaked out. The surgeon had to hand-suture the cystic duct. A clip was not preloaded into the jaws at the time of firing. The surgeon fired the device outside the patient and no clip deployed. Case completed with another device of the same product code. The surgery was prolonged by about one hour and the surgeon was concerned about the additional anesthesia time for the patient.